Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted rectocele repair surgical procedure, the surgeon reported that the monopolar curved scissors (mcs) did not respond to the commands. The instrument was removed from the robotic arm with the appropriate safety measures, the tip cover was removed and it was evident that the steel cable was broken. Product had 4 lives left. The surgical procedure was completed with the replacement of the instrument. The procedure was completed with no reported injury. There was a delay of less than 15 minutes.